Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the left ventricular (lv) lead was dislodged. MRI imaging confirmed the lead dislodgement. The lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event was lead dislodgement. A complete lead was returned in one piece. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage. The s-curve height was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts.